Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. Information was reported to the manufacturer representative on (B)(6) 2017. It was reported that last night ((B)(6) 2017) the patient started gurgling and aspirated on the couch at home. The patient was currently in the intensive care unit (ICU) as of the day of the report ((B)(6) 2017). The manufacturer representative reported that the health care provider (hcp) was going to do a cardioversion on the patient. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunction.the patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative reporting that the patient¿s issues were not due to the scs device or therapy. The hcps were determining the next steps. No further complications were reported.